Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test, sleep current, active current test. The pump was received with a pump error 37 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarm. Pump¿s history and trace files downloaded successfully using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor. The pump was received with minor scratches on lcd window, corroded motor switch and scratched case. Battery cycle 10.0 received the low battery alert (104) on (B)(6) 2025 09:44:00 after more than 7 days at 11.9 days. Battery cycle 9.0 received the low battery alert (104) on (B)(6) 2025 10:39:00 after more than 7 days at 11.92 days. Battery cycle 8.0 received the low battery alert (104) on (B)(6) 2025 10:13:00 after more than 7 days at 11.86 days. Motor motion alarm (37) was found in history file on (B)(6) 2025 11:06:00.000. In summary customer alleged pump error 37 alarm confirmed due to corroded motor home switch. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Failed battery test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), battery failed alarm, and power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and able to rewind the pump. The pump passed the self-test. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.